Manufacturer narrative:
Follow-up #1 and final report submitted to update sections d.3, g.1, g.4, g.7, h.2, h.3, h.6, h.10 and h.11 based on the results of investigation. Reported event: metal screw or bolt fell out of the attachment inside the mics hand piece product evaluation and results: visual inspection was performed and confirmed that metal screw or the bolt fell out of the mics. Attempts to repair were unsuccessful. Functional inspection, dimensional inspection and material analysis. Analysis were not performed as visual inspection confirmed the failure. Per (B)(4). Part was rtv for rework product history review: device history records indicate 25 devices were manufactured under lot k084a and 23 devices were accepted into final stock on 8/31/2016. A review of qt 16-08-0104 revealed that the issue is not related to the failure alleged in this compliant. Complaint history review: a review of complaints related to p/n 209063, prodex lot k084a shows 02 additional complaint(s) related to the failure in this investigation. Complaint pr : 1370689, 2111277. Conclusions: the alleged failure mode was confirmed. No additional investigation or specific actions are required. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been no nc/CAPA is associated with the product and failure mode reported in this event.

Event description:
Metal screw or bolt fell out of the attachment inside the mics hand piece case type: tka. Update: "yes the patient was still under anesthesia."

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Metal screw or bolt fell out of the attachment inside the mics hand piece. Case type: tka. Update: "yes the patient was still under anesthesia."